Event description:
The customer reported via phone call that the insulin pump alarmed button error which could not be cleared. The customer's blood glucose was 150 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners, and cracked battery tube threads.